Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that the drill from an ar-8719mxds-1515 dynanite supermx nitinol staple would not advance through the guide. The surgeon stopped drilling and noted that the drill and guide could not be taken apart. The guide ended up breaking in half and the drill was still inside the guide. This was discovered during a second and third tarsometatarsal arthrodesis procedure on (B)(6) 2024. Additional information received on 1/6/2025: the guide broke while it was in the patient; however, there were no loose fragments in the patient and the surgeon was able to remove the broken drill guide and bit safely. The case was completed by opening another ar-8719mxds-1515 dynanite supermx nitinol staple. The case was delayed five minutes without additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is excessive side-loading forces applied to the drill during use. The complaint allegation was confirmed based on the customer's attached photo, which shows the drill guide missing a piece and the drill with the detached metal piece still attached.